Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced short term memory loss. A head CT was negative. One day postprocedure, the memory loss resolved and the patient was symptom free; however, at the time of discharge, the patient became nauseated and lightheaded. Hospital discharge was postponed. Two days postprocedure, an MRI of the head showed "acute ischemia right head of hippocampus" and the event was diagnosed as a stroke. There was no treatment provided. All symptoms resolved and the patient was discharged to home in 2009. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Strokes are a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use: there was no device malfunction reported. A review of the finished device lot history record dit not reveal any non-conformities which could have contributed to this event.